Event description:
It was reported that the device had a high output, possible early battery depletion and early elective replacement indicator. The device was explanted and replaced. It was also reported that the left ventricular lead, 4193, had high threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed and battery depletion was normal.